Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl, displaying "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller understood and acknowledged.